Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), product typ catheter. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was implanted in a place where there wasn't any room for it and the patient was scheduled to have spinal decompression surgery. Pump removal options were being considered. It was also noted that the during patient's last refill, he had not been scheduled by the physician's office, and the pump was alarming. Approximately 3 weeks ago, the patient experienced a loss of bladder and bowel control. It was noted that the patient had suffered from vomiting and bowel issues following the pump implant, but the physician had just given him more medicine. It was also reported that the patient's legs were getting weaker everyday, and he was vomiting and unable to keep food down. The device system was used to deliver morphine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient presented to the emergency room with what may be an allergic reaction to the pump medication. It was unclear if the pump contained the same medication as previously reported with the event. Specific symptoms were not given. Reporter stated that the patient may have recently moved states and was unable to follow up with pump managing physician. Patient outcome was not provided. Additional information requested, however was not yet available at the time of this follow up report.